Event description:
It was reported that the patient underwent a posterior lumbar fusion at l1-l2 and l2-l3 with fixation at t10-l4. It was reported that the surgeon confirmed the right l4 screw was broken and reinforced the fixation with a cable. It was reported that the patient underwent an additional revision surgery unrelated to the screw and during this case the broken screw was partially removed, the tip could not be removed from the patient. Fusion was complete. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): these parts are not approved for use in the united states; however a like device catalog # 75445540, 510k # k042025 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.